Event description:
The pt was revised because of pain, wear and loosening.

Manufacturer narrative:
Eval was not possible, as the prods were not returned. A review of the device history records did not reveal any anomalies. A search of the complaint database did not reveal any other reports against the mfg lots. The investigation could not verify or identify any conclusions about the reported polyethylene wear or device loosening. No evidence was found suggesting prod error was a contributing factor and the need for corrective action is not indicated.